Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds. It was suspected that the lv lead pulled back slightly into the coronary sinus branch. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.